Event description:
It was reported to boston scientific corporation on july 3, 2015 that an accumax 200 laser fiber was used during a nephrolithotripsy with laser in the left kidney performed on (B)(6) 2015. Reportedly, the laser unit used was a dornier medilas h20 with 800mj x 9hz settings. According to the complainant, the patient¿s anatomy was accessed using a navigator sheath and the accumax 200 laser fiber was inserted through the sheath to the left kidney. During fragmentation of the stone, the physician noted that the aiming beam was no longer visible. Upon inspection of the fiber, the physician also noted that the laser fiber was broken in two. The broken fragment did not fall in the patient and was contained within the navigator sheath, the broken fiber was removed within the sheath along with the scope. The physician observed that the flexible ureteroscope was damaged from the accumax laser fiber misfiring within the flexible ureteroscope. The procedure was completed with another accumax 200 laser fiber. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
An accumax 200 laser fiber was received for evaluation. Visual examination of the returned laser fiber revealed that there was no exposed glass fiber at the distal tip. The fiber jacket near the distal tip appeared warped and there was minor charring noted. Examination under magnification revealed that the condition of the glass tip was consistent with a fracture, indicating that the tip or portion of the tip broke off. There were also signs of normal degradation observed. There were no signs of damage or other imperfections noted along the laser fiber¿s body. The length of the returned laser fiber measured 313cm. Functional analysis revealed that the ¿attach laser fiber¿ message cleared from the console after attachment indicating that the fiber was recognized by the laser unit. The aiming beam exiting the distal end of the fiber was bright, clear, and scattered with an effective transmission of 66.5%. The aiming beam was not seen exiting out of any other location on the body of the fiber. Given the event description and condition of the returned device, the reported failure was not confirmed as the fiber body was not broken and laser fiber did not misfire. A review of the device history record (DHR) was performed and confirmed that this device met all material, assembly and performance specifications. A search of the complaint database revealed that no similar complaints exist for the specified lot.

Event description:
It was reported to boston scientific corporation on (B)(6) 2015 that an accumax 200 laser fiber was used during a nephrolithotripsy with laser in the left kidney performed on (B)(6) 2015. Reportedly, the laser unit used was a dornier medilas h20 with 800mj x 9hz settings. According to the complainant, the patient's anatomy was accessed using a navigator sheath and the accumax 200 laser fiber was inserted through the sheath to the left kidney. During fragmentation of the stone, the physician noted that the aiming beam was no longer visible. Upon inspection of the fiber, the physician also noted that the laser fiber was broken in two. The broken fragment did not fall in the patient and was contained within the navigator sheath, the broken fiber was removed within the sheath along with the scope. The physician observed that the flexible ureteroscope was damaged from the accumax laser fiber misfiring within the flexible ureteroscope. The procedure was completed with another accumax 200 laser fiber. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
Reported event of fiber broke. Reported event of fiber misfired. The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.